Event description:
The device was used during a gi tract. Reportedly, the instrument did not fire completely. The surgeon applied another instrument to complete the procedure. The hospital has reported that no patient injury occurred.